Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 136 mg/dl. Reportedly, the customer reloaded the cartridge onto the pump and resumed insulin delivery.